Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s healthcare professional increased their stimulation last week because it didn't seem to affect the patient. However, the patient reported that they started experiencing a constant sensation, pain, and irritating in their vaginal area yesterday. It was further noted that those symptoms got more annoying today, (B)(6) 2017. They also stated that they had a gi series xray this morning. Troubleshooting included having the patient use their programmer to decrease stimulation. It was set on program 1 at 2.5 volts, and they were able to lower it to 2.1 volts where they stated the stimulation felt better. It was recommended that they follow up with their healthcare professional if they continue to have pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.